Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient went to the urgent care and was diagnosed with a skin infection of the pod site. The patient's blood glucose (bg) values reached 268 mg/dl. For treatment, the patient was given a diagnostic test and the site was lanced by a doctor. The patient also was prescribed mupirocin 2% ointment to take 3 times per day for 3 days and was prescribed cephalexin at 500 mg to take 3 times per day for 7 days. The patient visited several medical facilities for the same infection. The pod was worn longer than 48 hours on the leg. The patient was discharged on each visit after 30 minutes.